Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that device reprogramming was performed.

Manufacturer narrative:
Correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a healthcare professional (hcp) inquired about why therapy was withheld for an arrhythmia. During use of the implantable cardioverter defibrillator (ICD), therapy was withheld during a device classified supra ventricular tachycardia (svt) event with v-v intervals within the device programmed fast ventricular tachycardia (fvt) zone. It was noted that the onset feature reset the ventricular tachycardia (vt) counter several times as the rhythm did not accelerate quickly enough to meet the programmed setting. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD), supra ventricular tachycardia (svt) therapy was withheld. It was noted that at supra ventricular tachycardia (svt) onset, the svt onset feature rest the ventricular tachycardia (vt) counter over and over due to the rhythm did not accelerate quickly enough to meet the programmed settings. It was noted that the patient was in a faster monomorphic vt in a vt non-sustained episode that slowed to a more variable vt. The ICD remains in use. No further patient complications have been reported as a result of this event.